Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu for evaluation. The iesu was placed on an in-house system and was run in normal mode. The error c-34 was confirmed and reproduced. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vision side system (vss) had errors c-34 and c-00. The customer changed out energy cords, instruments, and bovie pad, but issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a hard power cycle of the erbe generator. The erbe generator came back, and the error returned. The bipolar energy worked, but not the monopolar. The customer was able to continue with the procedure, but the synchroseal instrument was suboptimal. The tse viewed logs and found a persistent c-34 error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The customer noted ports were placed prior to the issue being identified. System functionality was checked upon powering on the system and no errors were noted. The tse was contacted for troubleshooting and determined that a new erbe generator was needed. The following components were changed: bovie grounding pad and green monopolar cord. The erbe generator was turned off and restarted. A synchroseal was then opened and used to finish the case. Preventative maintenance was performed, and a replacement machine was installed. The procedure was completed robotically using all four arms with no patient injury. The generator was not used. Patient demographics were not available.